Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd nexiva diffusics 22ga 1.00in (0.9 mm x 25 mm) experienced leakage during use. The following information was provided by the initial reporter: received an email to say that she has had another incident with diffusics where the air vent had detached from the extension set. The cannula was inserted into the patients vein before this was noticed. Blood subsequently leaked from the device. No further treatment required for the patient or the clinician due to blood exposure.

Manufacturer narrative:
H.6. Investigation summary : a device history record review was performed for lot number 9096978 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As a sample was not returned for this issue, further investigation could not be performed by our quality engineer team. It is important to note that the vent plug is not checked for tightness during the manufacturing process. Per the instructions for use, the nexiva product should be inspected by the user to ensure that the vent plug is secure prior to use. At this time, further action within the manufacturing process has not been determined necessary by our quality team. H3 other text : see section h.10.

Event description:
It was reported that an unspecified number of bd nexiva diffusics 22ga 1.00in (0.9 mm x 25 mm) experienced leakage during use. The following information was provided by the initial reporter: received an email to say that she has had another incident with diffusics where the air vent had detached from the extension set. The cannula was inserted into the patients vein before this was noticed. Blood subsequently leaked from the device. No further treatment required for the patient or the clinician due to blood exposure.